Event description:
A report was received that the patient had a lump at the lead site which was causing him discomfort. The physician dissected the patient's scar tissue, removed the silk suture and replaced it with an absorbable suture. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model# sc-2138-50 (B)(4) description: linear lead, 50 cm with pre-loaded 0.012 inches stylet.